Event description:
The customer complained of questionable inr results for 2 patients on coagucheck xs meter with serial number (B)(4). Of the data provided, there was a discrepant inr result for 1 patient. The result from the meter was 5.7 inr and the result from the laboratory was 4.3 inr. The laboratory method was dade innovin reagent. There was no allegation of an adverse event. The patient's warfarin dose was held. The patient was not anemic, no other blood thinners, and no antiphospholipid antibodies. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 294943) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer provided additional discrepant inr results for 2 patients on the meter. For patient 2 on (B)(6) 2018 , the result from the meter was >8.0 inr and the result from the laboratory was 5.8 inr. The patient had started taking doxycycline on the day of the test. For patient 3 on (B)(6) 2018 , the result from the meter was 5.1 inr and the result from the laboratory was 3.8 inr. There was no allegation of an adverse event. The patients' therapeutic ranges were 2 - 3 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.